Event description:
It was reported that the patient was admitted with an acute myocardial infarction. During preparation, when the stylet and protective sheath were removed, the stent implant dislodged and remained in the protective sheath. There was no resistance removing the protective sheath. The device had not been prepped prior to removing the sheath. Another stent was successfully used to complete the procedure. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.